Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument cable was broken or loose. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Further evaluation found unrelated to the primary failure states that the instrument had a segment of the conductor wire insulation dislodged from the distal clevis. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire do not show damage. The complaint was confirmed by failure analysis.